Event description:
It was reported that the system was removed due to infection. Additional information has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
(B) (4).